Event description:
It was reported intermittently that the customer experienced multiple blood glucose (BG) level that was displayed as ¿High¿; however, a specific value was not provided. Customer changed out infusion set and cartridge to address BG issue for all events. A system check was performed, and it was found that the customer was using cold insulin within the pump supplies and not following air removal steps for cartridge. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.